Event description:
Failure to osseointegrate.

Manufacturer narrative:
The product removal date has been changed, which is reflected in this follow up report.

Event description:
Failure to osseointegrate. The product removal date has been changed, which is reflected in this follow up report.